Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user also tried wafer without tape collar with no improvements. Also tried cutting stomahesive strips and placing under collar with no improvement. Skincare is as follows: uses (B)(6) to clean and skin prep; applies stomahesive powder and paste as needed and adapt rings. Alternate skincare was discussed such as "custing" techniques with stomahesive powder, and it was suggested that end-user followed-up with appropriate health care provider (eg., local hcp, wound ostomy & continence care nurse (wocn). No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. See scanned page.

Event description:
It is reported that the end-user who has been using product for twenty five (25) years with no issues developed, six (6) months ago, a sensitivity to the ostomy tape collar with skin presenting as itchy and weepy in a mirror image of tape collar. It is further reported that the end-user was seen by a physician one (1) month ago who prescribed nystatin powder to treat affected site resulting in no improvement to end-user's issue.